Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 09-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of angioedema ("giant urticaria after insertion") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced angioedema (seriousness criterion medically important), myalgia ("significant muscle pain"), bone pain ("significant bone pain"), headache ("severe headache"), depression ("depression"), dry skin ("dry skin"), dry mouth ("dry mouth"), nasal dryness ("dry nose"), psoriasis ("psoriasis"), alopecia ("significant hair loss"), fatigue ("chronic fatigue"), insomnia ("insomnia") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the angioedema, myalgia, bone pain, headache, dry skin, dry mouth, nasal dryness, psoriasis, alopecia, fatigue and nausea had not resolved. The outcomes for depression and insomnia were unknown. No causality assessment was received for essure with regard to depression, myalgia, bone pain, headache, dry skin, dry mouth, nasal dryness, psoriasis, angioedema, alopecia, fatigue, insomnia or nausea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of angioedema ("giant urticaria after insertion") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced angioedema (seriousness criterion medically important), myalgia ("significant muscle pain"), bone pain ("significant bone pain"), headache ("severe headache"), depression ("depression"), dry skin ("dry skin"), dry mouth ("dry mouth"), nasal dryness ("dry nose"), psoriasis ("psoriasis"), alopecia ("significant hair loss"), fatigue ("chronic fatigue"), insomnia ("insomnia") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the angioedema, myalgia, bone pain, headache, dry skin, dry mouth, nasal dryness, psoriasis, alopecia, fatigue and nausea had not resolved. The outcomes for depression and insomnia were unknown. No causality assessment was received for essure with regard to depression, myalgia, bone pain, headache, dry skin, dry mouth, nasal dryness, psoriasis, angioedema, alopecia, fatigue, insomnia or nausea. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.